Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2002 - the patient was implanted with a bard/davol "marlex" mesh during a cystocele, rectocele and enterocele repair, sacral colpopexy and perineoplasty procedure for the treatment of stress urinary incontinence. The attorney's report alleges permanent injury, pain and suffering, additional medical and surgical intervention, and defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's operative report only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.